Event description:
It was reported that on the evening of (B)(6) 2014, following a pump replacement due to normal battery end of life (refer to manufacturer report # 3004209178-2014-04580), the patient had cardiac arrest of unknown cause. It was also reported the patient recovered. The health care provider (hcp) had reportedly been unable to aspirate the catheter at the time of the replacement and pushed the drug from the catheter to the patient and then was able to aspirate. When the reporter checked the patient before he left the case on (B)(6) 2014 the patient had been doing well. The device system was used to deliver bupivacaine with an unknown concentration, baclofen 300mcg/ml; however, that concentration wasn¿t confirmed and dilaudid 7mg/ml at a dose of 1.75mg per day; however, it was unclear if this pertained to the patient¿s previous pump and/or newly replaced pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that intra-operatively the patient experienced some hypotension. Once the pump was replaced, the patient was given a bolus of bupivacaine, baclofen and dilaudid and the pump was started. The patient then went to the post-anesthesia care unit (pacu) and was mentating. Then around 1:30 the patient was found to be unresponsive. Narcan was tried without effect. A code"bart" was called. The patient would not respond to verbal stimuli but would respond to pain and withdraw. Phenylephrine was given occasionally for blood pressure. Arterial blood gas (abg) revealed a ph around 7.2 and pco2 around 70. The patient's home bipap was placed. The patient was admitted to the intermediate care unit (imcu), her respiratory status had hypotension requiring intravenous (IV) fluids and vasopressors. The patient was then transferred to the intensive care unit (ICU). In the ICU, the patient experienced multiple seizures and developed pulseless electrical activity (pea) arrest. The patient received cardiopulmonary resuscitation (CPR) and intubation. It was felt that the events were due to baclofen withdrawal. Once the patient had an adequate dose of baclofen, she was able to be extubated and transferred out from the ICU to imcu then medical floor. It was noted that the doctor used the same setting for the pump for dilaudid. After the patient was transferred to the medical floor, she developed acute hypercapnic respiratory failure and required IV narcan. The patient was transferred back to the imcu and her respiratory status and mental status stabilized after the dilaudid dose was adjusted with good pain management. Per the healthcare provider (hcp), the patient had experienced acute metabolic encephalopathy and the theory was that the patient went through acute baclofen withdrawal leading to obtundation, hypotension, and later seizures. The acute seizures were thought to be medication related as there were no abnormalities on the head computed tomography (CT) scan. The acute hypercapnic respiratory failure was due to status post intubation during the first episode and for the most recent episode due to excess amount of dilaudid. After the dilaudid dose was decreased the patient had no significant pain issues. The pea arrest and circulatory shock status post CPR likely resulted in rib fractures and mild leak of cardiac enzymes. An electroencephalogram (eeg) performed during wakefulness demonstrated mild diffuse nonspecific abnormalities of background cerebral activity, maximal over the temporal regions bilaterally, widespread excessive fast activity which may reflect medication effects such as diazepam, and no epileptiform abnormalities or electrographic seizure patterns. Lab results on (B)(6) 2014 showed abnormal values for hemoglobin (hg8), hematocrit (hct), platelet count (plt), sodium (na), chloride (cl), carbon dioxide (tco2), creatinine (cr) and glucose (gluc). It was noted that the patient was hypotensive since the admission. The doctor continued to adjust the patient's medication and the patient was to follow up. The patient's condition upon discharge was improved. The patient showed good pain control and resolution of confusion; the acute encephalopathy was resolved. The patient's current dose was dilaudid 2.15mg/day, baclofen 573mcg/day and bupivacaine 2.2mg/day.